Manufacturer narrative:
This report was initially provided to roche by FDA via medwatch mw5098696. Roche contacted the customer for additional information and requested the return of the meter and strips. There was no allegation of death or serious injury and the information provided does not indicate a malfunction that would likely cause or contribute to a death or serious injury if it were to recur. We are submitting this medwatch to provide FDA with updated information related to the case. On follow-up, the customer stated that the meter was already set to the correct result units of inr prior to receiving the letter with instructions on how to confirm results are displayed in the measuring unit inr. Occupation is lay user/patient. The meter was requested for investigation. The test strips have all been used. The reporter's meter was provided for investigation where they were tested using retention controls. The meter was powered on and observed to be set to inr. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.2 inr, qc 2: 5.2 inr, qc 3: 5.3 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. All results were observed as inr. No errors or malfunctions observed. The results alleged by the customer were observed in the meter¿s patient result memory. Routine retention testing is performed. Test strip retention samples passed the internal inspection. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We have received a report of high and low inr results using coaguchek xs meter serial number (B)(4). The following results were in the meter memory. (B)(6). The therapeutic range was 2.0-3.0 inr.